Event description:
Patient reported that "a planned ultrasound scan revealed deterioration of the implant, and a contrast-enhanced magnetic resonance imaging (MRI) also confirmed the diagnosis" of rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a planned ultrasound scan revealed deterioration of the implant, and a contrast-enhanced magnetic resonance imaging (MRI) also confirmed the diagnosis" of rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.